Event description:
It was reported, that during routine generator exchange. That a dissection was noted, on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. There were no patient consequences.

Event description:
New information notes dyspnea.

Manufacturer narrative:
The reported event was unable to implant due to dissection. As received, a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.